Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 10/22/2018, additional information was received indicating the physician expressed that the stiffness of the catheter may have contributed to the adverse event. He felt that the thermocool® smart touch® sf uni-directional navigation catheter is more stiff than prior catheters. Manufacturer's ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30001840l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablation phase, there was a drop on patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 280ccs of fluid from the pericardial space. The patient was reported to be in stable condition at the end of the procedure. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the bwi ablation catheter. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle. The information of the sheath used is unknown. The generator parameters included power control mode with a temperature cut-off at 40 degrees celsius and an impedance cut-off at 250ohms. The power did not titrate during the ablation. The overall time for ablation at the site of the injury is unknown. The catheter irrigation was set at 15ml/min. The patient receive anticoagulant (heparin) during the procedure with an activated clotting time (act) of 300-350 seconds. The thermocool® smart touch® sf uni-directional navigation catheter was in close proximity to the duodeca catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system did not indicate to re-zero the catheter.